Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cut cable) has been confirmed. Upon investigation the electrode belt cable connecting the distribution node and ECG c, damaging wires in the cable. The root cause for cut cable was physical abuse. There is no indication that the device malfunction contributed to the patient's passing as the device was not active at the time of passing.